Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd micro-fine¿ ultra¿ pen needle, the device experienced the inability to deliver medication. The following information was provided by the initial reporter. The customer stated: a patient has a complaint regarding bd microfine ultra pen needle. He has been using these for quite some time and occasionally a needle is clogged.